Event description:
It is reported that the patient was revised due to osteolysis.

Manufacturer narrative:
Other device used: catalog #630701230, nkii stemmed tibial component, lot# 60536480. Primary operative notes indicate full motion from 0 to 135 degrees of flexion with ligamentous balance, physiologic alignment, and central patellar tracking. Revision operative notes report the medical femoral condyle and medial tibial plateau exhibited significant osteolysis. The primary components were removed without incident and the condition of the explants was not described. It was reported that there were no gross changes to the articular surface with the exception of "mild cold flow phenomena" at the location of the tibial baseplate screw holes. The returned radiographs depict radiolucency on the medial tibial plateau. The lateral view depicts periprosthetic radiolucency around the femoral component. There appears to be a large defect on the anterior aspect of the femur, superior to the trochlear groove. This radiolucency creates a gap between the superior tip of the anterior flange and the femur. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.